Manufacturer narrative:
(B)(4). It was reported that the patient passed away coincident with therapy for peritoneal dialysis. On an unreported date, the patient was hospitalized for an unreported indication and discharged one day prior to the event. The cause of death was reported to be due to choking. Dianeal therapy was ongoing until the time of the death. The patient had not recovered from the peritonitis event. It was not reported if an autopsy was performed. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient's condition was not good, which was a manifestation of peritonitis. It was not reported if the patient was hospitalized. The treatment for the peritonitis included 1 gm of vancomycin, 1 gm of fortum and 100 mg of amikacin (frequencies and routes not reported). The patient was recovering from the peritonitis. Additional information was requested, but was not available at this time.